Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a glucose value of 339 mg/dl, and the caregiver noted repeated infusion set issues that required multiple changes; the user had been prescribed a different cannula type (steel/cannula depth preference) and reported that the current teflon set was not reaching sufficiently into the subcutaneous tissue to deliver insulin effectively, investigation of this case revealed suspected infusion site or cannula performance issues leading to inadequate insulin delivery, with glucose subsequently improving after a full supply change. No symptoms associated to high blood glucose was reported. Outcomes included no medical intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributing factors likely related to infusion set performance or placement rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.